Event description:
It was reported that the patient presented in clinic for follow up after receiving radiation therapy when the device was noted to be in back up vvi mode. The patient was feeling pocket stimulation due to device being in back up mode. The device was noted to be near eri therefore it was explanted. The patient condition was well before and after the procedure.